Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading is 23 mg/dl. Customer has treated with food. The blood glucose reading increased to 155 mg/dl. Customer was experiencing low blood glucose for two days. The blood glucose reading at the time of the event was 23 mg/dl. Customer called the paramedics. Customer overdelivered insulin and basal rates too high. Customer stated that she has lost 40 lbs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.